Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was not able to be replicated. The imaging system then passed the system checkout and was found to be fully functional. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site was experiencing issues with the wireless tracker not being visible on the tracking view of the navigation system. After rebooting the imaging system, the wireless tracker was visible on the tracking view, but was flashing. It appeared that multiple led's on the tracker were intermittently going in and out. The distance from camera to tracker was well within a normal range and there was nothing obstructing the view of the camera. The site was able to catch the tracker at an angle long enough and felt comfortable doing a 3d acquisition. The spin went well and transferred to the navigation system without issue. There was a less than 1-hour delay to the procedure and no impact on patient outcome.